Event description:
It was reported that the patient experienced fatigue. The right atrial (ra) lead triggered an alert for undefined high spike in impedance with observed noise/artifact oversensing on stored egms. A lead polarity switch was triggered. Intermittent capture was observed on electrograms (egm). An chest x-ray showed that the implantable pulse generator (ipg) may have migrated towards the abdomen. The lead was reprogrammed. The ra lead and the ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: vedr01 ipg doi: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.